Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefor,e consider this report complete to the best of our knowledge. MFR. Report 2 of 2, medwatch report # 2032227-2011-04255.

Event description:
The customer reported being hospitalized due to low blood glucose of 40mg/dl. The customer was experiencing unexplained low glucose for one day. The customer stated that he was working outside. The customer's recent glucose reading was 208mg/dl, and he has treated with food. Troubleshooting was performed. The programming, time, and date were correct. The reservoir was showing the same amount of insulin that the status screen shows. The customer stated that he worn the insulin pump while taking a CT scan. No further info was provided.